Event description:
It was reported that a patient presented to the emergency department after experiencing some pectoral stimulation. Upon interrogation, it was noted that the patient's right ventricular lead pacing impedance was low and out of range, while also demonstrating some episodes of noise reversions. Programming changes were made to address the issue. The patient was stable throughout.